Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the scratched lens could not be determined. It is possible that the scratch was caused by user error, improper handling, or the application of excessive force. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that, during preparation for use, the lens of the subject device was scratched. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed the reported issue and found debris in the optical system. In addition, there was a fluid leak from the light guide post and scratches on the gold plating of the outer tube, there was fiber breakage and dents on the distal edge due to collision with other devices, and debris under the eyepiece window. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.